Event description:
The reporter indicated that the generator was protruding on the left side. The patient's arm was rubbing against the protruding generator, resulting in chaffing and bruising. The generator was explanted prophylactically. The replacement generator was implanted in a more medial orientation to prevent future contact with the patient's arm and subsequent chaffing/bruising. The cause of the generator protrusion is unk.